Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the detached part of the delivery system and the stent were removed using a snare. Block h11: the advanix-naviflex delivery system was received for analysis. Visual examination of the returned device found the guide catheter was detached and kinked, and the stent was kinked. After destructive test, it was observed that the guide catheter was not the part that was detached, it was the pull wire that was detached. No other damages were noted to the stent and delivery system. The reported event of guide catheter break was not confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed problems were likely due to factors encountered during the procedure. It is possible that tortuosity encountered during the procedure or the physician technique (excessive force to deploy the stent), limited the performance of the device and contributed to the reported event and observed problems. Therefore, the most probable cause of the reported event is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted in the bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the stent was deployed. However, part of the delivery system was torn off together with the stent. The detached part of the delivery system and the stent were removed using a snare, and the procedure was completed using another advanix biliary stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted in the bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on september 04, 2024. During the procedure, the stent was deployed. However, part of the delivery system was torn off together with the stent. The detached part of the delivery system and the stent were removed using a snare, and the procedure was completed using another advanix biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the detached part of the delivery system and the stent were removed using a snare.